Event description:
The customer's mother reported that the customer's blood glucose reached 385 mg/dl and that the cannula dislodged from the infusion site.

Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualifications were reviewed and the product lot met all accepted criteria.